Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient (pt) reported their programmer is unresponsive since friday. Pt states placed new batteries into pt programmer (unsure if alkaline) but nothing is on the screen. Pt reports the battery wire is a little bent. Pt reports is unsure if ins battery is depleted and was unable to connect to ins to turn off for procedure last week. Took batteries out and placed back in. Pt pressed the third grey button to sync. The issue was not resolved through troubleshooting. An email was sent to the repair department. No patient symptoms were reported at this time. No further complications were reported at this time. Additional information was received from the patient. They reported that they are still not able to connect to ins with new programmer from repair. Patient tried programmer with and without antenna. Reviewed the ins battery may be at eos and recommended patient have it checked by managing physician.